Event description:
A nurse attempted to place an 18g x 1 1/4" protectiv plus safety i.v. Catheter-radiopaque, manufactured by smiths medical (B)(4). In a pt's arm. After inserting the IV the nurse opened the IV flow regulator and noticed the solution was not infusing. Suspecting an infiltration she gently retracted the catheter in an attempt to discontinue the IV. Upon removal the nurse noted that the distal half of the IV catheter was missing. Right elbow x-ray was done. X-ray was positive for a cylindrical foreign body in the soft tissues of the antecubital fossa. The pt was taken to the operating room to undergo an exploration of right elbow under fluoroscopy, and removal of foreign body under local anesthesia. During the procedure the catheter tip was visualized and removed.